Event description:
It was reported that during a da vinci prostatectomy surgical procedure, the monopolar curved scissors instrument was dull, and there were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument was placed on an in- house system for latex cut test. The latex got snagged at the scissors tips. The blade edges were not damaged, but the edges exhibited wear at the tips, which affected the cut performance. The electrical continuity test passed. An additional observation not reported by the site was that the instrument tube extension had pad printing removed. The pad printing removed measured approximately .111 x 185. 80 - failure analysis concluded that the pad printing removal damage may be due to likely mishandling/misuse. No other damages were found on the instrument. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reported allegation of the scissors being dull does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the removal of pad printing found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.